Event description:
It was reported to boston scientific corporation in early 2009, that a speedband superview super 7 multiple band ligator was used during a variceal banding procedure performed a week earlier. According to the complainant, during the procedure, the ligating unit was broken and fell into the patient. The part was retrieved (method of retrieval unknown). The procedure was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.